Manufacturer narrative:
The following field was updated due to corrected information: d.4. Medical device lot #: 1017679. The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/2/2021. H.6. Investigation: two 2000e7d samples were received for investigation. One of the samples was received without packaging, whilst the other was received in sealed packaging from lot 1016762. Also received were two bbraun sterifix extension sets; one of which was received without packaging, whilst the other was received in sealed packaging, indicating the model to be 4099303 from lot 20l28f0000. The bbraun extension sets were connected to the 2000e7d smartsite components without any difficulty. In both instances the connection was found to be secure and minimal flow restriction was observed when fluid was flushed through the connected products; however, a visual inspection of the male luer of both received bbraun products noted that the luer tip had a ridge around the edge of the component. Please note, this type of male luer feature has been shown in the past to intermittently lead to restricted flow due to the edges pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same male luer which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. When fluid was flushed through both of the received smartsite samples via a retained syringe from bd stock, no flow restriction was noted. A review of the production records for lot 1016762 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the 7-day ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: the valve is used when administering antitumor drugs (including cytostatics). They use it connected to a filter. Upon administering saline trough the system, the nurse found that she could not establish flow through the system, noting also that the solution flows through the filter itself, but when the filter is connected to the needle free device there is no flow. In this case, there were no consequences, but if this would happen when there is a cytostatic in the system, the medical staff may come in contact with the cytostatic solution. The needleless connector should prevent this. In this case, they believe that the needle free connector is not working properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 1017679 was provided by the initial reporter. Device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the 7-day ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: the valve is used when administering antitumor drugs (including cytostatics). They use it connected to a filter. Upon administering saline trough the system, the nurse found that she could not establish flow through the system, noting also that the solution flows through the filter itself, but when the filter is connected to the needle free device there is no flow. In this case, there were no consequences, but if this would happen when there is a cytostatic in the system, the medical staff may come in contact with the cytostatic solution. The needleless conector should prevent this. In this case, they believe that the needlefree connector is not working properly.